Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had insulin flow blocked. The customer's blood glucose level was reported to be 86.4 mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. The insulin flow blocked alarm functions properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.